Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing damaged / defective could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 lot number 22105087 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set snapped as the nurse was trying to clear air in the tubing. The following information was provided by the initial reporter: paclitaxel was running through the tubing with attached information, and it snapped as the nurse was trying to clear the air in the tubing.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set snapped as the nurse was trying to clear air in the tubing. The following information was provided by the initial reporter: paclitaxel was running through the tubing with attached information, and it snapped as the nurse was trying to clear the air in the tubing.